Event description:
It was reported that the pacemaker dependent patient presented in the emergency room with symptoms of presyncope, bradycardia, shortness of breath, and lethargy. Upon interrogation, the pacemaker exhibited intermittent capture. The device was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of intermittent capture was not confirmed in the laboratory. Upon receipt, the device was in backup mode. Review of the device image indicated that backup occurred due to code corruption. The cause of the code corruption could not be determined. The device was tested on the bench and no anomalies were found.